Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported as "a leak at the junction of the stopcock and the line". The patient observed stains on clothing and moisture. It was reported that the patient had peritonitis. It was reported that the peritonitis "was associated with this damage". It was not reported if the patient was hospitalized for the peritonitis. Treatment, patient outcome, and action taken with pd therapy was not reported. No additional information is available.